Manufacturer narrative:
Device evaluation: product evaluation found the lens returned dry in a micro centrifuge vial with some moisture on the lens. Visual inspection found haptic bent. (B)(4).

Manufacturer narrative:
Additional information: (B)(4). Claim# 710654

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -11.50 diopter, in the patient's left eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting and exchanged with shorter lens of similar model. This resolved the problem and the patient's post-op best-corrected visual acuity was 20/20.